Event description:
It was reported that an error code 41786 was experienced.

Event description:
Additional information received: occurred during maintenance check between patients; returned to pharmacy.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. 41786 error code message was found in the pump's event history logs. Recommend an error code to be cleared and reinstalled software applications.